Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead was oversensing noise, leading to false episodes of high ventricular rate. The noise was not reproducible in clinic, and the patient was asymptomatic to the noise. The physician suspected the noise may be caused by the lead rubbing against the patient's clavicle or an old abandoned lead. The patient was brought to the hospital for further assessment, where intervention was discussed but did not yet occur.